Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022. Batch # 881a83. Additional information was requested, and the following was received: did the device not fire (no cut, no staples deployed)? Yes, the device was fired. And the staple was fired. Did the device cut? Yes, it cut the specimen, but it didn¿t open properly . Did the device deploy staples into the tissue? If yes, what were their shape? I couldn¿t check the tissue condition, but the after firing, the middle part of the device¿s jaw was deflected. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage, along with a tyvek and with a reload loaded in the device. The reload was received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with a returned reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed, and the staples meet the staple form release criteria. In addition, slight marks were noted in the lockout shelf. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Regarding to lockout shelf indented, is possible that an attempt was made to close the device with a reload not properly loaded or with a spend reload, this condition would lock the device giving the impression that the device will not close. The contour curved cutter stapler is designed with a feature that prevents closure if a used reload, no reload, or an incorrectly inserted reload is in the instrument. The used or misloaded reload module should then be replaced with a new reload or, if no reload was present, a reload should be loaded in the instrument. After following the above steps, any device which does not close either partially or completely should not be used. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference the instructions for use for the complete guide loading and reloading the instrument. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 881a83, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure, during the operation, the trigger wasn't pushed backward. So staple stapler was not completely fired. So, surgeon couldn't use it for procedure. There were no patient consequences.